Event description:
While doing the lap chole, the everest bilap probe was not in use & lying between the pt's legs. The guard was not on the instrument. The surgeon stepped on the wrong foot pedal & the bilap probe started the paper lap sheet on fire. The fire was put out with lactated ringers. The fire burned through the blue sterile drape. No hole in the blanket covering the pt's leg.